Event description:
The customer reported that while pipetting an hbc assay on ortho summit no sample or reagent was added to wells a2 and a3 and no error message was generated. A field service engineer was dispatched and found that the sleeves were stuck in position 8,9, and 10. The engineer inspected and cleaned all tip clamps and plunger clamps. The engineer also performed diagnostic checks before placing the instrument back into service. No death or serious injury was associated with this incident.